Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2015, on behalf of a patient, to report a missing sensor wire that occurred on (B)(6) 2015. Sensor was inserted at abdomen on (B)(6) 2015. Sensor failed prior to first calibration. It was reported that the sensor wire was not present. Sensor wire was still inside applicator after sensor deployment. No additional event or patient information is available.